Event description:
During assistance with air in the line on the home choice (hc), during use; the home patient (hp) claimed that someone had broken into their home and switched out the hc with a different hc with the same serial number. The hp claimed this robber had allegedly changed the programming and the temperature. The baxter technical service representative (tsr) told the hp to discard the supplies and contact their nurse, along with contacting the police for the home invasion. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, they stated the patient was a psychiatric patient. The pd rn stated that the patient recently had a change of medication, or were off their medication. The pd rn stated they were working on stabilizing the patient by adjusting their medication. The pd rn stated the hc was not swapped by a robber, the programming was not changed, and the fluid temperature was not changed either. The pd rn stated they did decrease the fluid temperature by one degree to fit the comforts of the patient. The pd rn stated the hp never connected for therapy or initiate therapy for that evening, so the air in line was not an issue. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for air in tubing (without alarm) was not confirmed and the assignable cause was not determined. According to the nurse, the patient falsified the complaint due to a medical condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.